Event description:
It was reported that the patient fell after taking vicodin with some alcohol. Following the fall, it was noted the right ventricular lead had dislodged. No capture was observed. There was difficulty repositioning the lead. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. Primary analysis showed no anomalies were found. In addition, analysis showed the outer insulation was breached cut, there was blood in/on the proximal conductor (not obstructed) and helix mechanism, and there was apparent explant damage.